Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
A certified ophthalmic assistant reported that following an intraocular lens (iol) implant procedure, a patient developed tass (toxic anterior segment syndrome). Additional information has been requested. There are seven medical device reports associated with this report. This report is for first of seven.

Manufacturer narrative:
Evaluation summary: the product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of an approved cartridge and handpiece. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A viscoelastic was indicated which is not qualified for this lens/cartridge combination. The product investigation could not identify a root cause. (B)(4).

Event description:
Additional information was provided by the surgery center director that the event has resolved with treatment and or will resolve with treatment. Unplanned medication intervention was required. There were no cultures taken.